Manufacturer narrative:
The cartridge has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient reported that the cartridge was leaking from the plunger end. The patient stated that there were no noted changes in the o-rings or plunger. The patient stated that the leaking appeared to be coming from the inside of the o-ring as if it was leaking through the plastic plunger. The patient stated that the cartridge was not used and the patient did not see any physical damage to the cartridge. The patient confirmed proper cartridge prep technique.

Manufacturer narrative:
(B)(4). Device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the cartridge passed visual inspection, no damage or defects were noted to the luer connection or o-rings. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.